Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
**Update** (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered damage to the tissues and structures of the hip, inflammatory and lymphocytic response to the metal on metal hip implant, synovitis, mechanical complications, left total hip replacement, inflammation, loosening of the prosthesis, chromium and cobalt toxicity and complications there from, including but not limited to the need for revision surgery(ies) and other medical treatment; physical pain and disfigurement. There is no new information that would change the outcome of the investigation.

Event description:
Patient was revised due to unknown reasons.